Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that fluid invaded the scope connector during user handling, which caused abnormality in electrical parts, causing the suggested event to occur temporarily. The event was not confirmed. The event can be prevented by following the instructions for use which state: " inspection of the endoscopic image. When attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. During device evaluation at olympus, it was found the protector was worn, switch #1 and #2 did not work, angulation could not be set, the electrical connector and control section were immersed and corroded, the video cable was worn, the insertion tube was a non-olympus part, the grip was scratched, the image was blurry due to a defective charged coupled device (ccd) unit, and the scope identification was wrong. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis lucera bronchovideoscope had no image. There was no delay and the procedure was completed with a similar device. There was no reported patient harm or impact due to this event.